Manufacturer narrative:
(B)(4) 2013: the initial investigation identified an issue related to the device direct memory access management at hardware level. New investigation revealed it resulted from a programmer software anomaly. This is not affecting device operation itself. Further analysis from the manufacturer is pending.

Event description:
According to (B)(4), sorin crm USA inc. Sales representative, this device was removed on (B)(6) 2013 due to diaphragm stimulation. This is an older device that does not have the capability of pacing from the lv ring. Therefore, the physician had to use a newer device with lv ring pacing as an option. The physician is requesting warranty credit, so the device will be returned. A paradym rf crt 9750 was implanted.

Manufacturer narrative:
(B)(4) 2013: further analysis from the manufacture is pending. (B)(4) 2013: correction: the following sentences were removed from the narrative above dated (B)(4) 2013 "the initial investigation identified an issue related to the device direct memory access management at hardware level. New investigation revealed it resulted from a programmer software anomaly. This is not affecting device operation itself." These sentences were supposed to be added to MDR 2182863-2010-00058 and not to this MDR.

Event description:
According to (B)(4), sorin crm USA inc. Sales representative, this device was removed on (B)(6) 2013 due to diaphragm stimulation. This is an older device that does not have the capability of pacing from the lv ring. Therefore, the physician had to use a newer device with lv ring pacing as an option. The physician is requesting warranty credit, so the device will be returned. A paradym rf crt 9750 was implanted.